Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact on customer's blood glucose level.